Event description:
It was reported that the ventilator generated a technical error code indicating +24 volt power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The dc/dc & standard connectors printed circuit (pc) board was found defective and was exchanged. The logs were downloaded. Evaluation of the received device logs confirms the reported technical error code and shows that the fault occurred during startup of the ventilator. The dc/dc & standard connectors pc board converts the internal dc supply voltage +12v into internal dc supply voltages: +24v, +12v, -12v, +5v, +3, 3v. The dc/dc & standard connectors pc board was disposed of and not returned for investigation. We are therefore unable to determine the cause of the reported problem. (B)(4).